Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a detachable coil. According to the customer: "the physician introduced the guidewire and catheter to aneurysm. The first coil was implanted smoothly. The physician placed a second coil [device in question] into the aneurysm. When the coil almost fully entered the aneurysm, it unexpectedly detached. The procedure was completed successfully as the entire coil was fully contained inside the aneurysm. Pt condition status was good with no reports of pt complication."

Manufacturer narrative:
(B)(4) (unexpected detachment of coil). Product analysis cannot be performed by the manufacturer as the device in question remains implanted in the pt. The root cause for this event cannot be definitively determined. If the coil was repositioned by rotating the delivery wire, it is possible for the coil to unexpectedly detach. The dfu (directions for use) for the device in question states the following as a precaution: "if coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break". "Do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire."